Event description:
Device 1 of 4. Reference MFR. Report#: 1627487-2011-05567, 05568, 05569. The patient received his scs system on (B)(6) 2007 including an ipg, a lead extension, and two percutaneous leads (different model numbers). It was reported the patient was no longer receiving effective pain relief. As a result, the entire scs system was explanted.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.